Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the cartridge alarm and arranged to replace the pump, providing instructions for returning the problematic pump and advising the customer on steps to take with the replacement. The customer was informed to use their current pump or a backup if necessary until the replacement arrived.